Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of conductor wire insulation at the distal end to be related to the customer reported complaint. As a result, the internal wires were exposed. The instrument passed electrical continuity test. No thermal damage was observed. No missing material was observed. Root cause of this failure is attributed to a component failure. An additional observation, which was not reported by site, was that the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.099¿ - 0.137¿ in length and were not aligned with the tube axis. The root cause of scratch marks on the main tube is typically attributed to mishandling/misuse. A review of the device logs for the maryland bipolar forceps (part# 471172-16, lot/serial# (B)(4)) associated with this event has been performed. Per review of the logs, the maryland bipolar forceps was last used in a procedure on (B)(6) 2022 via system serial# (B)(4). There were 6 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps was found to have a damaged cable. There was no report of patient involvement and no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use during the last procedure on (B)(6) 2022 with no issue. The last procedure was completed successfully. There was no patient injury. However, the instrument was not inspected after the last procedure. It was not known if the instrument collided with the other instrument or tool during the procedure. On 26-jan-2022, the damaged cable was found during central processing. The issue was noticed after cleaning and before sterilization. No sign or evidence of arcing of electrical energy was identified.